Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during a decortication procedure, it was observed that the section on the attachment device where the burr device was inserted through was unscrewing from the main section of the attachment device. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the section in the attachment device where the burr is inserted through was unscrewing from main section of the device could not be confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the device failed cutter insertion test. It was determined that this was due to damaged and worn out bearings. It was determined that the bearings were worn out and damaged that created a situation where the cutter was not able to be inserted. It was determined that this was due to the bearing were no longer in axial alignment not allowing the cutter to pass through. The assignable root cause was determined to be due to worn out bearings from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.